Manufacturer narrative:
Follow-up #1 date of submission 01/21/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 01/07/2016 with the following findings: a review of the pump black box data showed evidence of partially discharged batteries being installed on 11/29/2015, 12/3/2015 and 12/4/2015. During a visual inspection of the pump, the battery compartment was observed to be intact with no damage or evidence of moisture ingress. The battery cap secured properly to the pump and a power loss was not observed. The current draws measured within specifications. The pump case was removed and no evidence of moisture or loose components was found inside the pump. The complaint was not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. It was noted that the battery life was less than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.